Event description:
It was reported that post a carotid artery stenting treatment procedure, stent fracture occurred. An adapt stent was implanted in the left carotid. The patient returned for a routine control 9 months later. Images could not be made by ultrasound due to the patient anatomy. Angiography was performed and revealed a stent "nearly broken." The physician decided to "fix" the adapt stent with a non-bsc stent in the "next few days." The patient remained hospitalized and was stable. This device is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).